Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was admitted to hospital for one week at intensive care unit due to diabetic ketoacidosis, hyperglycemia, on an unknown date in (B)(6) 2019, with 800 mg/dl blood glucose level. It was unknown that the customer was used auto mode feature. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that customer was dispatched with the emergency medical service followed by hospitalization for 1 week due to hyperglycemia and diabetic ketoacidosis. The customer had symptoms such as vomiting related to the hyperglycemia.